Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300 passed ¿out qat from heartsine technologies on the 12th june 2006. The device was returned for depleting a pad-pak before its expiry. The returned pad-pak was measured and found to be depleted beyond any use. The high current drain taken during the investigation would suggest a failing membrane and would have resulted in the premature depletion of the returned pad-pak. There were no ten-minute manual power ups recorded in the device memory. There were only 3 manual powerups recorded on the 12th november 2018. This may suggest that the user accessible memory was cleared therefore, there was no ten-minute timeouts recorded, although the device was observed switching on automatically during the course of the investigation. The device was observed switching on automatically. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
Device depleted pad-pak. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device depleted pad-pak. There was no patient involved in this event.